Event description:
Following completion of hysteroscopy, hydrothermal ablation was performed. They reached ablation temperatures and were ablating for approx 4 minutes when the entire machine shut off. Power outlets were checked, rep was present and called company, unable to get machine operating. No physical harm was noted to the pt, procedure was completed with a different equipment.